Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator had migrated to the patients armpit. A device revision was successfully performed.